Manufacturer narrative:
Batch review performed on 04 september 2024 lot 131570: (B)(4) items manufactured and released on 14-june-2013. Expiration date: 2018-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 9 years 10 months after the primary, the patient came in reporting pain due to a potted stem and the cause is unknown. The surgeon revised the stem, head, cup and liner. The surgery was completed successfully.